Event description:
It was reported that the patient presented in clinic for a generator upgrade procedure. It was noted that the physician could not advance the left ventricular (lv) lead into the vein. The lv lead was not used and a new lv lead was successfully implanted on (B)(6) 2021. The patient was stable throughout the procedure.